Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). During a review of the alarm trace, multiple abnormal aspiration alarms were noted around the time of the event. The customer was unable to provide any further information. The investigation did not identify a product problem. Based on the data provided, the cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas 8000 e 602 module. The initial result was 1676 pg/ml. The repeat result was 101.1 pg/ml. The initial result was reported outside of the laboratory. The estradiol iii reagent lot number was 50390105 with an expiration date of 31-oct-2021.

Manufacturer narrative:
Section b6 was updated. Calibration signals were higher than expected. Qc was high outside of the acceptable range. Neither a general instrument or reagent issue were identified.